Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing procedure, the prograsp forceps instrument exhibited slackness. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the instrument tip was loose/dislodged but no other visible damage, cable issues, uncontrolled motion, or resistance were observed. No missing fragments or patient involvement occurred. The issue was identified during central processing/cleaning, not during surgery. No injury, delay, or conversion occurred. No images or videos are available. The instrument will be returned to isi for evaluation.